Event description:
It was reported that lead damage mechanical breakdown was observed. Patient had sick sinus syndrome. Lead was explanted and a new lead was implanted. No further information available.

Manufacturer narrative:
A partial lead measuring 43.2 cm was returned for analysis. An external insulation abrasion was noted 4.2 ¿ 4.8 cm and 7.1 ¿ 7.4 cm from the distal tip, consistent with friction to another device or features of the heart and 37.9 ¿ 38.2 cm from the distal tip, consistent with friction to the device can. No anomalies were found via x-ray examination and no indication of fracture or internal shorts were found.